Event description:
On 10-mar-2026, a distributor reported via email that an ar-1588tb-1 tightrope abs button (round, ø14 mm) broke in half at the end of the case. The surgeon subsequently had to redo the graft preparation. The patient was closed before the issue was identified. The issue occurred during an acl reconstruction procedure on 10-mar-2026. Additional information was received on 13-mar-2026: the implanted ar-1588tb-1 tightrope abs button (round, ø14 mm) broke after it had been fully seated, and the patient had already been closed. The surgeon noted a ¿pop¿ during a lachman test and performed fluoroscopic imaging on the femoral side, which was negative. The tibial incision was then reopened, and the broken button was identified. The patient was reopened, and graft preparation was repeated during the same operative session. No fragments remained in the patient, and no complications or additional interventions were required. The case was completed using an ar-1588tb-17 tightrope abs button (round, concave, 17 mm). The procedure was delayed approximately 30 minutes, and additional anesthesia was administered for an estimated 30¿40 minutes. No adverse effects were reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.